Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 04/07/2014; electrode belt: 06/01/2012. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction contributing to the defibrillation event. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock events was lack of response button use by the patient prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was a treatable rhythm that self-converted prior to shock delivery. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll on 12/01/2015 to report that a patient experienced a defibrillation event. The patient received six treatment shocks between 11:16:48am and 9:48:22 pm on (B)(6) 2015. At 11:15:36 am, the device appropriately detected an arrhythmia. The ECG recording shows that the patient was in vt at 260 bpm. The response buttons were pressed briefly; however detection continued and gel was released at 11:16:36. Prior to the delivery of the treatment the rhythm converted to asystole. The treatment was delivered during asystole. The post shock rhythm was bradycardia at 25 bpm. A second arrhythmia was detected at 3:23:41 pm. The ECG recording shows that the patient was in vt at 265bpm. The rhythm again converted to asystole prior to the second treatment. The post shock rhythm was bradycardia at 15bpm transitioning to asystole. The third treatment (3:24:38 pm) was delivered during asystole. The post shock rhythm was asystole transitioning to bradycardia at 30 bpm. The fourth (8:26:31 pm) and fifth (9:31:23 pm) treatments were delivered during asystole and bradycardia respectively after the patients rhythm self-converted from vt at 250-260 bpm prior to shock delivery. The final treatment (9:48:22 pm) was delivered while the patient was in vt at 200 bpm. The post shock rhythm was bradycardia at 40 bpm. The patient survived the event and ended use of the lifevest before passing away 3 days later on (B)(6) 2015. The patient was not wearing the device at the time of passing. No additional details are known about the treatment event on (B)(6) 2015. There is no information to suggest the lifevest caused or contributed to the patient death.